Event description:
It was reported that the health care professional (hcp) called with concerns about this pacemaker exhibiting undersensing in the ventricular channel and would like for technical services (ts) to review the presenting electrogram (egm). Upon review, ts stated that the presenting egm showed that this device was undersensing events possibly due to the device programmed settings. Ts recommended device reprogramming to the hcp. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: b1-adverse event/product problem.

Event description:
It was reported that the health care professional (hcp) called with concerns about this pacemaker exhibiting undersensing in the ventricular channel and would like for technical services (ts) to review the presenting electrogram (egm). Upon review, ts stated that the presenting egm showed that this device was undersensing events possibly due to the device programmed settings. Ts recommended device reprogramming to the hcp. This device remains in service. No adverse patient effects were reported.